Event description:
It was reported that a pt had a laparoscopic hysterectomy in (B)(6) 2009 and absorbable hemostat was used to treat oozing on the vaginal cuff. Since that time the pt has had "intractable" and "florid" urticaria for which the pt has tried multiple therapies. The pt has a long and complicated past medical history of allergies including pine wood and has been under the care of the dermatologist prior to this surgery. There is also a strong family history of allergies.

Manufacturer narrative:
(B)(4): 2203 - allergic reaction. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.